Manufacturer narrative:
H4: device manufactured on december 2021. H10: the actual device was not available; however, retention samples were evaluated. The retention samples were visually inspected with no obvious issue or damage detected. The retention samples were also gravity tested and leak tested and no issues were observed. The reported condition was not verified by evaluation of the retention samples. The devices met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the hose (tubing) of a light sensitive drug set detached from the drip chamber. The issue occurred after connecting the set to the eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. There was no patient involvement. No additional information is available.